Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pacing lead (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient had periodic sharp pain below the pectoral region which had been occurring since implant. The symptoms could be reproduced in clinic with both the right atrial (ra) lead and right ventricular (rv) lead in the unipolar and bipolar configurations, but was more evident in unipolar. The chronic lead trend and capture management had previously been programmed off for the leads. The sensation was able to be triggered at 5 volts at 0.4 milliseconds with an atrial only or ventricular only pacing mode. A lead revision was done to possible alleviate the severe pain. During the procedure both leads were tested individually through the analyzer. Pain could be elicited when paced through the ventricular lead only. The physician decided to add a new rv lead which was placed in a septal position this time. The new rv lead was tested with 10 volts both unipolar and bipolar. No pain was felt by the patient. The new rv lead and chronic ra lead were connected to the device and were tested at high outputs both unipolar and bipolar through the device to ensure that the patient would still not feel the pain. No pain was felt in the high output condition. The rv lead was capped and replaced with the new rv lead and the chronic ra lead remains in use. No further patient complications have been reported as a result of this event.